Event description:
Related manufacturer reference number: 2017865-2022-10517. It was reported that the patient notified the physician that he had an open wound above his pocket where the device was implanted. The patient was brought into clinic. Upon review, it was noted that the patient experienced pocket infection. The implantable cardioverter defibrillator and the right ventricle lead were both explanted. No complications and patient was discharged.

Manufacturer narrative:
The reported event of infection on the implantable cardioverter defibrillator was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.